Event description:
A pt reported blood glucose results of "14.1, 14.4, 16.7, 5.4, 4.4, 3.7, 3.5, and 2.8 mmol/l" with a lifescan meter, performed within 11-20 minutes of each other. No products have been replaced.